Manufacturer narrative:
Other, other text: one used sample was returned for evaluation. Examination showed the device's metal needle was retracted past the needle base. The needle arm was pulled past the capture point. During production, the gripper safety needles are sampled for functional testing (hinge activation testing) to verify the parts are free of damage and workmanship defects and the manufacturing procedures are being followed. The device instructions for use document was reviewed and the following relevant warning was identified: "failure to use safety arm correctly (lift safety arm straight back to the lock position until it clicks) while removing needle from portal site could result in the needle tip re-emerging from the base, resulting in accidental needlestick with contaminated needle. The investigation determined the most likely cause of the issue was damage during use.

Event description:
Information was received indicating that during removal of a smiths medical deltec gripper needle from the patient the huber needle was pulled back from the injection site and into the safety mechanism. The needle then pulled completely through the base and stuck the clinician. The site was then washed with water, labs were ordered, the clinician was sent to employee health and possible prophylactic treatment done. There were no further reported adverse effects.